Event description:
It was reported to philips that the system's wireless footswitch connection is intermittent. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch connection was intermittent. Upon functional testing, the fse found that the wireless footswitch does not connect to the base station and the wireless footswitch, and the charger were broken. The cause of the base station failure could not be conclusively determined by the supplier's part analysis however, the replacement of the wireless footswitch, base station and the charger by the fse resolved the reported issue and restored the functionality of the system. After replacement of parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.